Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
A sus voluntary event report was received from hhs/FDA, reference report number mw5073180. Based on the information in this report, on (B)(6) 2107, a patient with a type iii endoleak underwent a standard procedure endovascular aneurysm repair (evar) with ruptured abdominal aortic aneurysm (raaa). As reported, patient had myocardial infarction (mi) due to rupture and died from cardiac complications. A cook zenith endograft is noted in the device information field of the sus voluntary event report. However, there is no mention of this device provided in the event description in this report.

Manufacturer narrative:
(B)(4). Investigation/evaluation: the voluntary adverse report provided by hhs/FDA did not provide any user facility information or any information regarding the physician. Without contact information, we were unable to request any additional information about the patient, complaint device or the event. It is not known if the reported endoleak was a type iiia or type iiib. The cook zenith endograft could not be obtained for an evaluation; therefore, a physical analysis of the device could not be performed. Images were not provided; therefore, image reviews could not be performed. In addition, an autopsy report could not be obtained. A review of the instructions for use, manufacturing instructions and quality control data was conducted. The lot number and rpn of the complaint device was not provided. Therefore, the device history record could not be reviewed. Due to this product being manufactured as one device per lot number there would be no other complaints associated with the device lot if the lot information were available. Possible causes for type iii endoleak include inappropriate sizing, insignificant graft overlap, or anatomy (tortuous or calcified vessels that prevent a complete seal). It can also be caused by increased blood pressure or hemodynamic displacement forces. Possible causes for type iiib - suture hole endoleak are associated with outflow limitation (increased pressure increases the likelihood of provoking the suture holes) and aggressive anticoagulation use. Endoleak could be due to any tears in the fabric or suture hole elongation due to increased pressure. Tears in the fabric can occur due to the graft having contact with calcified areas or aggressive ballooning. Case completion usually resolves type iiib endoleak. Suture elongations could have been caused by incorrect suturing techniques or high blood pressure due to anatomy. Per the clinical assessment, the ruptured abdominal aortic aneurysm placed the patient in a grave situation with the potential for extensive blood loss and shock in a short period of time. This likely contributed to the myocardial infarction as evidenced by the physician stating the myocardial infarction was ¿due to the rupture.¿ each zenith device is shipped with the instructions for use (IFU). The IFU lists the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, ¿inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return of cook. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels.¿ there no evidence to prove that the patient death was device related, procedure related or human anatomy related. A definitive root cause for the reported type iii endoleak and patient death could not be determined based on the limited information provided. The root cause for this complaint is inconclusive. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.